Event description:
Patient presented to the physician with the stimulation lead becoming loose, prominent, and protruding toward the skin at the neck incision site, causing discomfort and posing a potential risk of erosion. Physician brought the patient into the or and removed the entire inspire system.